Manufacturer narrative:
The t:slim x2 user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 460mg/dl at its highest and correction boluses were delivered to address the bg level. In order to resolve the occlusion alarms the customer either changes all their pumps supplies or uses a syringe with saline to resolve what they believe is a blockage in the infusion set tubing. The customer reported that they observe crystalized substance exit the needle, it was not specified which part the customer referred to as the needle. Reportedly, the customer uses their supplies for 3-4 days at a time. Tandem technical support informed the customer that humalog is labeled for use for up to 48 hours. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer requested additional information regarding alternative infusion set options, this information was sent to the customer.